Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: report subtype should have been death report, and sex was mistakenly omitted in previous reporting.

Event description:
Additional reporting was received that the date of death is (B)(6) 2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure on (B)(6) 2020, the patient coded. Life-saving measures were performed by the physician, and the patient was hospitalized. The patient was later reported to have died, and the date of death is not yet known.

Manufacturer narrative:
"Hospitalization" should not have been selected in initial report. "Consumer" should not have been selected in earlier report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32606, 3006705815-2020-32607.